Manufacturer narrative:
Additional information was provided in h.3., and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure, there was a strong presence of glistenings in the iol that was implanted approximately five years ago. Additional information has been requested.